Manufacturer narrative:
Additional: it has since been reported that the reason for explant was due to device extrusion. This report is submitted on may 30, 2019.

Manufacturer narrative:
This report is submitted on april 10, 2019.

Event description:
Per the clinic, the patient's device was explanted on (B)(6) 2019 due to a chronic middle ear infection. There are no plans to re-implant the patient with a new device as of the date of this report.